Event description:
It was reported "the patient that had the central line in situ was a post operative gentleman. He was confused post operatively but was orientated. He had the line in the right side of his neck. He went to the bathroom and the line got pulled out. When it pulled the line itself came through the blue winged securing device. The sutures and this blue winged securing device remained on the neck." The device was removed and a PICC line was inserted. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows a 4-lumen catheter with the clamp catheter and clamp fastener (comprising the box clamp) separate from the catheter body. The customer returned one, 4-lumen catheter, a clamp catheter, and a clamp fastener for analysis. Signs of use were observed on and within the catheter. Visual analysis of the catheter revealed that the box clamp was returned attached to the distal tip of the catheter body. No obvious defects or anomalies were observed on the returned sample. There is no evidence to suggest that the catheter suture wings (on juncture hub) were secured with sutures which matches the customer report that suggests they only used the box clamp assembly. No signs of sutures were observed on the box clamp which suggests they were removed when removing the box clamp from the patient. The catheter outer diameter measured 2.96 mm, which is within the specification limits of 2.87-2.97 mm per catheter body extrusion product drawing. The clamp catheter inner diameter measured 2.74 mm, which is within the specification limits of 2.74-2.95 mm per clamp catheter product drawing. The clamp fastener inner diameter measured 0.177" , which is within the specification limits of 0.168"-0.177" per clamp fastener product drawing. The catheter, catheter clamp, and clamp fastener were functionally tested per the product instructions-for- use (IFU). The IFU provided with this kit instructs the user, "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary." The catheter juncture hub was secured within a vice and the box clamp was attached to the catheter body. To test the axial clamp holding force, the box clamp assembly was attached to a force gauge. Per amrq-000145 rev.05, "generation 1 combinations of the clamp/fastener for catheters larger than 7fr should sustain a withdrawal force of = 6n (1.35lbs)." The box clamp assembly was pulled in the direction of the catheter body to 1.35 lbs. No movement from the box clamp was observed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this kit informs the user, "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary. A catheter clamp and fastener are used to secure catheter when an additional securement site other than the catheter hub is required for catheter stabilization. Precaution: minimize catheter manipulation throughout procedure to maintain proper catheter tip position." The customer report of the catheter being pulled out of the box clamp was confirmed through complaint investigation of the returned sample and the customer report. The customer report suggests the patient "had the line in the right side of his neck. He went to the bathroom and the line got pulled out. When it pulled the line itself came through the blue winged securing device." No visual defects or anomalies were observed on the returned sample. There is no evidence that the catheter was secured using the primary suture site (juncture hub). Axial clamp holding force testing was performed based on module requirements for the box clamp and the returned sample met the required specifications. Based on the customer report and functional testing of the returned sample, no problem was found on the device and unintentional use error caused or contributed to the reported event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "the patient that had the central line in situ was a post operative gentleman. He was confused post operatively but was orientated. He had the line in the right side of his neck. He went to the bathroom and the line got pulled out. When it pulled the line itself came through the blue winged securing device. The sutures and this blue winged securing device remained on the neck." The device was removed and a PICC line was inserted. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).